Event description:
It was reported the high flow insufflator was not switching on and the inspector was not working. The issue was found during set up / inspection for use (during set up in room / before patient in room.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.